Manufacturer narrative:
Corrected data: the following fields were updated based on the additional information received: section b3: december 2, 2025. Section e1 (email address): (B)(6). Additional information: section b5: additional information received indicated that the procedure was completed using a backup/replacement lens. No patient injury was reported. There were no unplanned medical or surgical interventions, such as vitrectomy, incision enlargement, or the need for sutures. The device was determined to have caused or contributed to the event. The patient outcome was good. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information; however, no further information has been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during preparation of a non-preloaded monofocal intraocular lens (iol), the surgical technician noticed an opaque imperfection on the lens. No patient contact occurred. No further information was provided.